Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she received an auto off alarm. The customer was in the hospital because she experienced low blood glucose levels for the last two days. She experienced a low blood glucose level of 46 mg/dl twice and 29 mg/dl once. In the hospital she was on glucose drip. She had back surgery twice and was in rehab. The device was not returned.